Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test or confirm battery anomalies due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery and when they changed the battery, found water in the battery compartment also the insulin pump did not turn on. Troubleshooting was performed and the home screen did not appear on the display. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.